Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other seven perclose proglide devices referenced are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that bilateral suture placement in the left common femoral artery (lcfa) and right common femoral artery (rcfa) were attempted with eight proglide devices via a 6f sheath using the pre-close technique prior to a percutaneous endovascular aneurysm repair (pevar) procedure. Reportedly, the sutures of the eight proglide devices came out when harvesting the suture after deployment. The sutures of new proglide devices were successfully pre-placed, two in the rcfa and two in the lcfa. The sheath was upsized to a 10f then 16f in the rcfa and to a 10f then 12f in the lcfa. The pevar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures in both the rcfa and lcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported failure to deploy the suture could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue.there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.